Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection by the clinical engineer revealed blood inside the driveline, confirming the reported event. An isolation of blood servicing procedure was performed to mitigate the conditions reported. Additionally, visual inspection of the driveline sheath revealed cracking and yellowing. A driveline sheath repair was performed to mitigate the driveline sheath damage. An internal investigation investigated driveline sheath damages. The most likely root cause of the driveline sheath damage is exposure to uv light. Based on the risk documentation, multiple factors can lead to blood in the driveline such as improper seal of the pump¿s driveline (outer sheath) to the pump header and damage via cut or nick of the pump¿s driveline outer sheath as observed during the on-site inspection. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient noticed a brown fluid (blood) in the driveline sheath. Patient reported anxiety. A driveline sheath repair was completed. The driveline remains in use. No further patient complications have been reported as a result of this event.